Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in patient for endovascular treatment of a 75mm diameter abdominal aortic aneurysm. It was reported that on a follow-up CT scan done, bifurcate migration due to aortic neck dilatation was observed. A type iii junctional endoleak was seen between the cuff and the limb. The physician implanted an 36x36x49 endurant cuff and an endurant 16x16x152 limb, resolving the event. No additional clinical sequelae were reported and the patient is fine.